Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. X-rays were reviewed. A search of the complaint database found no additional reports for the lot code 1914830. A search of the complaint database search finds one additional reported incident against lot codes. The devices are exempt from device history record review per procedure; however the records were reviewed for the 2178300 lot code previously and no related manufacturing anomalies were identified. The patient is a diagnosed alcoholic and it has been documented that the patient has been intoxicated at every occasion that he has dislocated his hip, either by emergency department note or by his own admission. No product problem has been identified. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. Litigation alleges that patient experienced pain, immobility causing him to use a cane to walk, and recurrent dislocations. Update (B)(4) 2012 - medical records and pfs received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Update rec¿d(B)(4) 2014¿ medical records received. Part/lot was provided. After review of the medical records they indicated that during the primary operation a crack occurred in the greater trochanter while putting the final stem in. The crack wasn¿t cabled, just observed. The stem is now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014